Manufacturer narrative:
Lumenis contacted the initial reporter and the surgical services manager at the user facility to investigate the reported event. The surgical services manager stated that fortec medical is the supplier of the subject device laser fiber delivery devices identified in the subject medwatch. According to a statement by the surgical services manager, no lumenis laser fiber delivery devices were employed during the reported event. A review of sales records found lumenis has not sold laser fiber delivery devices to the user facility. Lumenis will forward a copy of the original medwatch to the subject device manufacturer. A review of historical installation records found a lumenis powersuite laser was installed at the user facility on 01/13/2004. A review of historical service records for the user facility found the company does not have a lumenis service contract for the subject device laser and that no service had been performed by lumenis since installation. Laser malfunction is not the suspected root cause of the event reported. Lumenis concluded a non-lumenis fiber may work on its lasers but the company does not recommend such use. Use of a non-qualified accessory is the determine cause of the event reported. (B)(4).

Event description:
A user facility reported on medwatch (B)(4) that, "during a procedure to treat a ureteral calculus, the surgeon requested a 200 micron fiber for the holmium laser device. The device would not recognize the 200 micron fiber. A 365 micron fiber was substituted and functioned properly." The initial reported identified a lumenis slimline sis endo fiber, catalog # 0644-004-01 as the subject device laser fiber delivery device. No subject device lot number was provided. No report of patient harm or medical intervention to preclude permanent impairment of the patient was received.